Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. Blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap noted. Device passed displacement test and a21 error test. No unexpected a21 alarm noted.